Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the overlay/bezel assembly was replaced and the stylus was calibrated. It was also noted that the programmer case handles were broken. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's stylus pen was not working. Even when the pen was changed out, it had to be tapped above the target area. The programmer was returned for service. No patient complications have been reported as a result of this event.